Manufacturer narrative:
Follow-up # 1 date of submission 12/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on 12/12/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple pump reboots. No damage or contamination was observed in the battery compartment. A battery cap was not returned with the pump; a test cap was used for investigation and secured properly to the pump. The pump powered on to the verify screen with normal operation. The pump was exercised for 24 hours with no power loss or related warnings. The pump case was removed and no evidence of moisture or loose components was found. No evidence of intermittent contact was found on the battery terminal contacts.

Event description:
On (B)(6) 2013 the reporter contacted animas to report the pump would not power on. The reporter changed the battery to no avail. There was no damage or corrosion seen on the pump, and the battery cap was secure and tight. There was no patient injury associated with this issue. As the pump power issue was not resolved with troubleshooting, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.